Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j8, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that after the implant procedure, the patient felt ¿woozy¿ and faintness. It was later that evening that the patient started getting a fever and the incision site felt warm/hot to the touch. The patient could not be seen by the implanting surgeon, but was able to see the nurse who did her reprogramming. The patient was then seen by a different hcp and it was determined to put the patient on antibiotics for a few days and it resolved. It was noted that the hcp used a bandage that dissolved over time to cover the incision site. It was also noted that after implant, the manufacturer representative did not show the patient how to work the patient programmer.